Manufacturer narrative:
An event of an advancement difficulty through patient anatomy was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Information from the field indicated that the device was advanced into the right femoral artery. It was noted that upon reaching the common iliac bifurcation region, there was difficulty in advancing the delivery system. The delivery system was removed from the patient and inspected and flushed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nvtr-27 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During the procedure a pre-balloon aortic valvuloplasty (bav) was performed. Immediately after the pre-bav the patient developed a severe aortic regurgitation which resulted in a low cardiac output. The patient coded for cardiac arrest. The patient required an IV of aramine, and an IV adrenaline infusion, and anesthetic support. The procedure resumed. The device was prepared and loaded into the delivery system. The device was advanced into the right femoral artery. It was noted that upon reaching the common iliac bifurcation region, there was difficulty in advancing the delivery system. The delivery system was removed from the patient and inspected and flushed. A percutaneous transluminal angioplasty (pta) balloon was used to dilate the right common iliac region. The balloon was removed and the delivery system was re-introduced into the patient. It was noted that a slight adjustment on the gap between the distal tip and the capsule was required. There was some resistance advancing the delivery system. The device was re-captured once. The device was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). The final implant was considered satisfactory. The patient's low cardiac output was observed to have improved. Echocardiogram shows no aortic regurgitation. The patient status was stable.